Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter was defective/damaged the following information was provided by the initial reporter, translated from chinse to english: on (B)(6) 2025, at the anorectal and gastrointestinal department of sichuan provincial second traditional chinese medicine hospital, a closed-system intravenous catheter (xiangma) was used for intravenous fluid administration. During use, the catheter needle became stuck, and the patient was unable to receive intravenous fluid administration. On (B)(6) 2025 at 10:43, the soft catheter exhibited a slight spiral shape. When the needle was inserted without retracting the metal needle core, the soft catheter portion rotated and looped within the blood vessel, causing multiple punctures for the patient. The catheter was immediately replaced, and successful puncture was achieved.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#4352311): 1) the products of this batch were assembled at intima ii auto line 2 in jan 2025 and packaged at r240 package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the cannula batch used in this batch of products is 4257714. Review the incoming inspection results, no abnormalities. 2. No defective sample and photo have been received for the complaint. 3. Take the retained sample of this batch for relevant functional tests: lie distance test, penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test. The test results show that they all meet the product specifications. 4. The occurrence of the complaint may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. According to the experience of previous market visits, it is recommended that: insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and do not attempt multiple punctures. Conclusion(s): no abnormality is found on process and retained sample. Since no defective sample has been received for relevant tests, and the usage of the sample is unknown, the root cause of the catheter being spiral cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.